Event description:
On unknown date in november 2018, an occlusion on the ipsilateral leg (left leg) was reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On unknown date in (B)(6) 2018, an occlusion on the ipsilateral leg (right leg) was reported. On (B)(6) 2018, the patient underwent reintervention and a femoral femoral bypass procedure was performed. The patient tolerated the procedure.